Manufacturer narrative:
Zimmer biomet complaint (B)(4). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. Without the opportunity to examine the complaint product, root cause cannot be determined. As there was an investigation done on a related event, it can be assumed that this is caused by the same packaging issue which was addressed by the change to the bill of material's. Review of the DHR found these units were released to distribution with unrelated deviations or anomalies which could likely be related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a partial knee arthroplasty, an implant was found to have damaged sterile packaging. The implant was used during the procedure without delay. No adverse event has been reported in association with this issue.